Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to visible insulation damage and blood in lumen of lead. A different model lead was successfully implanted. No additional adverse patient effects were reported.